Event description:
(B)(4). Got talked into getting this procedure done cause I was afraid of being cut on and other birth control wasn't working. I got it done two years ago. Now I still suffer from what I thought would eventually go away. Severe menstrual pain, huge clotting, heavy heavy bleeding, extreme abdominal pinching, severe headaches and migraines none like I've had before, bowels messed up during menstrual... Feeling periods coming 4 n 5 days in advance and having me hurting all the way leading up to... Its just got me really scared and in pain and I have 6 kids. I can't afford to die. I told my dr and he says, "don't listen to the FDA." How can a respected health professional say such "profanity". One whom I trust? I need help. I really do. This pain has to stop and I have to get healthy for my kids.